Event description:
The hcp reported the pt had been experiencing worsening spasticity for a few months. The pump was found to have a large volume of fluid and dye test was done that the hcp reported as "suspicious for malfunctioning pump and catheter." The pump and the catheter were explanted and replaced. The pt is reported to have recovered without sequela.